Event description:
It was reported that an alert triggered for right ventricular (rv) lead impedance abnormal, and sudden increase with high variability noted during evaluation. It was also reported that the rv lead exhibited high impedance and fracture encountered. Troubleshooting was performed, and the rv lead remains in use. The patient is to be monitored with follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv defibrillation coil was variable. Analyst commented, on 21march2015, rv coil impedance measured 1032 ohms. Rv coil has shown varying impedances between 300 ohms to 1000 ohms february/march2015. (B)(4).